Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records was not possible, as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain. The doctor suspected that the metal-on-metal had something to do with it. There was evidence of synovitis, and the cup was found to be a little bit vertical.

Manufacturer narrative:
The report states: patient was revised to address pain. The doctor suspected that the metal-on-metal had something to do with it. There was evidence of synovitis, and the cup was found to be a little bit vertical. Doi 2006 - dor (B)(6) 2009 (right side). Update - 07/18/2011 - litigation papers allege patient began to experience severe pain and discomfort in the site of his prosthetic hip. It is further alleged for the next several months, patients discomfort worsened and became extremely painful and debilitating, but x-rays filed to show loosening and there appeared to be no infection at the surgical site. Part numbers, lot numbers, and doi were identified in the litigation papers and added to complaint. Doi: (B)(6) 2006. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of pain or loosening against the provided product and lot code combinations since their release to distribution. Additionally, research using the (B)(4) system indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports of loosening and associated pain have been received. Patient x-rays and additional patient information have not been provided to customer quality to date. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. The investigation could not draw any conclusions regarding the reported event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.